Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling from the bottom to the down arrow button. The keypad was also noted to be torn in the middle of the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all of the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of up arrow, down arrow and contrast buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported all of the keypad buttons had become intermittently responsive. The patient stated it takes several presses for the buttons to respond and the buttons are sticking. The patient stated the keypad is torn but it could not be determined if the tear occurred before or after the start of the keypad button issue. The patient reportedly wore the pump in a pocket and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.